Event description:
It was reported that during xience xpedition preparation, negative was pulled by a cath lab technician; however, a vacuum was not felt. The technician did not relay this information to the physician, and the physician used the device in the patient. The device was advanced to the mid left anterior descending (lad) coronary artery without issue. During deployment attempt, contrast was noted to leak. The stent released from the delivery system at the lesion site and the delivery system was removed. Post-dilatation was performed and the stent remains apposed to the vessel wall at the lesion site. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for leaks from this lot. Based on the reviewed information, no product deficiency was identified.